Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would power off by itself and also intermittently not power on. There was no report of any patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the external device to pc usb communication cable and determined that the positive 12 volt wire is damaged and shorting to ground. This caused the device to lose power or not power on when the wire was shorted.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.

Manufacturer narrative:
Through additional device testing, physio-control determined that the external device to pc usb communication cable was causing the device to intermittently lose power when plugged into the device. Physio recommended to replace the usb cable and observed proper device operation through functional and performance testing. The device will be returned to the customer for use.